Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that it was unk whether the procedure was completed using the same device or with a different device. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image was found flickering and invisible during angulation and when the bending section was manipulated. The scope was noted leaking from the distal end cover. Additionally, the distal end cover was damaged; the bending section glue was cracked, and the light-guide lens was chipped. There was no evidence of fluid invasion. This phenomenon was attributed to the broken charged couple device (ccd) cable at the bending section area due to stress and extensive usage. The scope was serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the users experienced a complete loss of image when the subject device was angulating. There was no report of pt harm.